Event description:
It was reported that during device interrogation, loss of rv sensing, high impedance and loss of capture were observed. During dft testing the device failed to sense, therefore external defib was used to restore sinus. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported sensing anomaly was confirmed. The device was tested on the bench and no pacing output was observed on the ventricular channel. The device header was examined under x-ray and a broken wire was found as the cause for the sensing anomaly.